Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in pacing impedance measurements on the right ventricular (rv) channel from 700 ohms at implant to 2380 ohms currently. The out of range measurements were noted in bipolar and unipolar configurations. The physician will continue to closely monitor this system. No adverse patient effects were reported.